Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-25410. It was reported that the patient presented remotely via (B)(6) . Upon review it was noted that the right atrial lead exhibited high pacing impedance. The lead was capped and replaced on (B)(6) 2021. Also, during the same procedure the device subject to the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021 was explanted and replaced. The patient was in stable condition post-procedure.